Manufacturer narrative:
Batch review performed on march 25, 2019: patella resurfacing set ref 11.00005, lot 178222: 40 items manufactured and released on 10-jul-2018. Expiration date: 2023-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with: another similar reported event of lever breakage (complaint (B)(4)). Another similar reported event of spikes breakage (complaint (B)(4)). In addition, considering the mat of the involved components: considering the patella clamp ref 77.11.0601, lot mat22471 ((B)(4) items), this is the 9th case of breakage of the involved part (lever), as the previous cases were complaints (B)(4). Considering the base insert for patella clamp ref 77.11.0606, lot mat25761, this is the 3rd case of breakage of this specific part (spikes) as the other cases are: complaint (B)(4). Visual inspection performed by r&d project manager: the visual inspection confirms the breakage of the blue rack locking button. The cause probably depends from the design that in particular conditions of use does not guarantee the proper resistance. In addition the analyzed piece has two broken fixation spikes. This kinf of damage could probably occur in case of improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone.

Event description:
When the surgeon opened the gmk-efficiency tray, it was noticed that the lock lever of the patella clamp was broken, the surgeon has continued to grip the patella clamp until the cementation. After the cementation, the surgeon removed the patella clamp, and discovered that 1 of the 4 spikes of the base insert for the patella clamp was broken. The surgeon was able to retrieve the pin from the patient body.